Manufacturer narrative:
D9: device returned 16 september 2024. H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log review found multiple alarms of cassette detatched or not attached properly. Confirmed customer report of cassette sensor error. Performed visual inspection and functional testing. Observed cassette detect pin seals to stick when pin was pushed down. Replaced cassette detect pin seals. Observed battery door to be missing. Replaced battery door. Confirmed repair with visual inspection and functional testing. Probable cause was cassette detect pin seals.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette sensor error. There was no patient involvement.